Event description:
Reference number (B)(4) event country in the canada. It was reported that the patient experienced an alarm due to the infusion set cannula was bent and the event occurred on 28 feb 2026. No further information available.